Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was told by the physician that the device battery depleted for seven years and with only three years remaining. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was told by the physician that the device battery depleted for seven years and with only three years remaining. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the patient was in chronic atrial fibrillation (af) and programmer ddir. Boston scientific technical services (ts) then suggested to reprogram device to get longevity back as longevity appears to be due to high atrial rate sensing. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.